Event description:
The reporter experienced an issue with an aquarius machine alarming, "air detector." Trouble shooting was provided via phone and the user was advised to remove the aquaset and start again. When the nurse began removing the heparin syringe from the syringe driver, it was noted that from a starting position of 50mls, there was only 34mls remaining. The syringe used was a bd plastipak and the concentration of heparin in the syringe was 10,000 in 50mls. No patient injury was initially reported which was also confirmed by the customer.

Manufacturer narrative:
Manufacturing date: 2009 method, result and conclusion will be provided in a follow up submission the device is serviced by in-hospital renal service technicians and evaluations are performed in-situ. The renal technicians communicated that they were only informed regarding the air detector alarm (by the nursing staff on the unit); they checked for this issue and replaced the hydrophobic filter. The renal technicians did not have any report from the unit regarding the heparin driver issue. A request has been made for the renal technicians to re-evaluate the device for the specified issue with the heparin syringe driver. Additionally, the unit has been instructed to remove the device from service until the heparin driver has been evaluated. The evaluation results will be communicated in a follow up submission. The DHR review has shown no indicators which could be related to the complaint. The device fulfilled all release requirements during final inspection.